Event description:
A webform complaint was received in which an adverse skin reaction was reported with wear of the abbott diabetes care (adc)device. Healthcare professional (hcp) reported customer experienced after removing the sensor had a "red spot that looked like bruises but turned out to a infection." As a result, customer went to the emergency room and received third-party treatment of doxycycline antibiotics by a hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Healthcare professional (hcp) reported customer experienced after removing the sensor had a "red spot that looked like bruises but turned out to a infection." As a result, customer went to the emergency room and received third-party treatment of doxycycline antibiotics by a hcp. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which an adverse skin reaction was reported with wear of the abbott diabetes care (adc)device. Healthcare professional (hcp) reported customer experienced after removing the sensor had a "red spot that looked like bruises but turned out to a infection." As a result, customer went to the emergency room and received third-party treatment of doxycycline antibiotics by a hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Shelf life studies, product monitoring, and dose audits were performed during product development and on market performance continues to be monitored at adc. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The MDR submitted on 13feb23 had incorrect investigation information, therefore section h10 has been updated to include all available investigation results for this complaint.